Manufacturer narrative:
Additional information was received that the reported event was procedure related and not device related. The issue was recovered/ resolved.

Event description:
A report was received that the patient vomited after the implant procedure and was treated with medication. The physician believed the event was related to the study procedure.

Event description:
A report was received that the patient vomited after the implant procedure and was treated with medication. The physician believed the event was related to the study procedure.

Event description:
A report was received that the patient vomited after the implant procedure and was treated with medication. The physician believed the event was related to the study procedure.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional information was received that the reported event was not device or procedure related.

Event description:
A report was received that the patient vomited after the implant procedure and was treated with medication. The physician believed the event was related to the study procedure.